Event description:
It was reported that during a coronary stenting treatment procedure, a shaft fracture occurred. The lesion was pre-dilated with a 2.0x15mm semi-complaint balloon, unk type. The physician attempted to place a liberte 3.0x20mm bare metal stent to the mildly calcified, moderately tortuous mid right coronary artery (rca), but the shaft fractured during the procedure. The device was easily removed and the procedure was completed with another device, unk type and size. No pt complications were reported. Pt status post procedure is noted as stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available.